Event description:
It was reported that the healthcare professional wanted to scan the patient¿s brain to check on possible stroke.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that there was no event and there was no stroke. An MRI showed a normal brain. The MRI was done on (B)(6) 2014, the MRI was of the head non contrast and had shown normal other than the deep brain stimulator lead artifact. Symptoms were subtle left sided weakness/hemataxia. The patient had not required hospitalization and there was no patient injury.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011,product type: lead. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).